Event description:
As reported (B)(4) 2013, a pt of unk age and gender presented for a dialysis catheter placement. The catheter was implanted on the pt's right side going into the right ij vein. There were no reports of device malfunction or complications. Approx 30 days post procedure, it was noted the catheter was not functioning as intended. The dialysis catheter was removed and replaced with a new of the same. It was noted on the removed dialysis catheter that there appeared to be a split between the cuff and the luer hub. It was reported the pt suffered no harm or injury due to the event. It was reported the device is not available for return to the MFR for eval as it was disposed of by the user.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the MFR for eval. To date the device has yet to be returned. Attempts are being made to obtain the device. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. It was reported the pt suffer no harm or injury due to the event. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. (B)(4).